Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water ingress in image capture, water ingress in cable and main body unit, corrosion of scope mount and electrical contacts, poor image quality. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction: leakage should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited defective video image (noise) during therapeutic tur procedure while the patient was under sedation. The procedure was completed using a back-up device. There were no reports of patient harm.